Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strip (B)(4). Note: manufacturer contacted customer on a follow-up calls in order to ensure the customer's condition since the initial call; on 7/11/2017 customer states that she saw her doctor on (B)(6) 2017. Customer went to her doctor's office because she could not stabilized her blood sugar. Customer had symptoms of feeling tired and hungrier than usual. Customer states she was administered humalog and levimir. Her medication was changed from novolog to humalog and increased her levemir. Her blood glucose reading at the doctor's office was 237 mg/dl fasting. As per follow up call on 07/12/2017 customer is no longer experiencing symptoms and no other medical attention was needed.

Event description:
Consumer reported complaint for high blood glucose results accompanied by symptoms . The customer is concerned with all of the result obtained. The expected fasting blood glucose test result range is 160 to 210 mg/dl or undisclosed. The customer did report symptoms of headache, blurry vision, hungrier than usual, light headedness. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 06/20/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history. (Date/time not stored correctly) (B)(6). Customer called in stating that she was not feeling well the other day and she went to the hospital. She did not specify which day. Customer states she came home (B)(6) 2017. At the hospital, her blood sugar was over 500 mg/dl with their meter. Customer called in concerned that her meter is reading high. Her expected range is 160-210 mg/dl and she is concern with all the results. Customer states that she does not remember rather or not she checked her blood sugar with our meter before she went to the hospital or not. Customer states she has memory problem. Customer currently feels light headed, she has a headache, she has blurry vision and she is hungrier than usual, however, customer declines the need for medical intervention now.